Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2011 with the following findings: the keypad was found to be intact; no peeling or lifting was observed. Evaluation confirmed that the down arrow keypad button is intermittently responsive. There was evidence of keypad adhesive found under the down arrow button key contact.

Event description:
It was reported that the keypad buttons were intermittently unresponsive. The patient reported that the down arrow keypad button has been sticking and requires multiple presses to obtain a response for the past 2 weeks. He confirmed that the keypad is intact. The patient denied exposing the pump to water and cleaning products, and stated that he wears the pump in his pocket.